Manufacturer narrative:
(B)(4).

Event description:
The patient was having pain in the lower back and legs and was to undergo MRI of the spine. Additional information is being requested at this time; a supplemental report will be submitted if additional information is received.

Manufacturer narrative:
Concomitant medical products: implanted: (B)(6) 2012. (B)(4).